Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Root cause: unable to determine source: email.

Event description:
Reported two false negative sars results for one symptomatic patient. The customer communicated the result was confirmed by molecular (pcr testing).